Event description:
It was reported that "upon unpacking, three winged needles were found missing (it was ensured that the package was not opened, nor damaged prior to unpacking)." No other information was provided. This report addresses the second device reported missing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.